Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion section coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Inspecting the endoscope body 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. ¿¿¿2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft parts are not abnormally hard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the connecting tube was dented. Also, evaluation found the following: the bending angle in up direction did not meet the standard value due to wear of angle wire, the adhesive on the bending section cover or distal sheath (black covering of the bending section) had a chip, an abnormal sound was made due to damage on the angulation lever, the indication on the light guide connector was unclear, and the eyepiece is deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the insertion tube of the tracheal intubation fiberscope was crushed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeled. The report is being submitted due to the defect found during evaluation.